Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 54 found in the pump history file due to software error. Pump error 63 alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variable info=03).

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarms. The customer's blood glucose level was unknown at the time of the incident. The customer was able to clear the alarm and able to complete the insulin pump rewind. The customer was advised to revert to the back-up plan as per the healthcare professionals instructions. The device will be returned for analysis.